Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level greater than 600 (mg/dl) on (B)(6) 2016. Customer attempted to correct bg level with a manual injection; however, bg levels remained elevated and customer was admitted to the hospital. While in the hospital, pump was discontinued and customer was treated with intravenous insulin. Customer was released from the hospital on (B)(6) 2016, and reinstated pump use on (B)(6) 2016.